Event description:
The manufacturer received information that the trilogy o2 ventilator device was returned to a service center for service. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation, the service technician observed an r vent service required error code e344 (err_obm_accy_urgent_service). This error may impact oxygen concentration and indicates a failure in the airflow sensor. This issue was recorded in the error log. As a result, the oxygen blender's printed circuit assembly (pca), which is equipped with the airflow sensor, was replaced. Additionally, final test, battery check, valve check, run-in tests, and cleaning were performed and confirmed the unit operated properly.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The reported failure of err_obm_accy_urgent_service is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.